Manufacturer narrative:
G4: 01sep2020, b4: 02sep2020 . A philips field service engineer (fse) was dispatched to the customer site and confirmed the customer's reported issue with the battery. The battery was replaced to resolve the reported issue, and the device remains at the customer site. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20aug2020.

Event description:
It was reported to philips that the external battery would not stay charged. The context of use when this event was discovered is unknown at this time. A good faith effort has been made to obtain further information.